Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).